Event description:
Information received by medtronic indicated that the customer has noticed a crack in the case of the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, broken reservoir tube lip, missing o-ring (reservoir tube), stained keypad overlay, scratched case, broken battery tube threads, cracked case (battery tube), label damage (peeling) missing retainer ring confirmed during analysis. Cosmetic damage was confirmed at the retainer ring. The pump did not meet specifications due to p-cap not locking into the reservoir compartment properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.